Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. A stem, head, and liner were revised to a restoration modular stem, a new head, and an adm/ mdm liner construct. Rep confirmed that there are no allegations against the revised head and insert. Rep reported that he can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. A stem, head, and liner were revised to a restoration modular stem, a new head, and an adm/ mdm liner construct. Rep confirmed that there are no allegations against the revised head and insert. Rep reported that he can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed via clinician review of the provided x-ray. Method & results:  -device evaluation and results: no product was returned for evaluation however photographs and a x-ray was provided for review. The photographs show a recently explanted stem, head and liner. Blood and biological matter is visible on the stem, head and liner. The stem, head and liner appear unremarkable. -clinician review: a review of the provided medical records by a clinical consultant indicated: a document titled "x-ray" is provided. It is a single ap view of a right total hip replacement. There is a displaced periprosthetic fracture. The medial portion of the proximal femur is displaced." Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of periprosthetic fracture are multifactorial including surgical technique factors, and patient activity factors such as trauma.  -device history review: a review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding periprosthetic fracture involving an accolade stem was reported. A review of the provided medical records by a clinical consultant indicated: a document titled "x-ray" is provided. It is a single ap view of a right total hip replacement. There is a displaced periprosthetic fracture. The medial portion of the proximal femur is displaced." Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of periprosthetic fracture are multifactorial including surgical technique factors, and patient activity factors such as trauma. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.